Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown/not provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, if the lens has been implanted. If explanted, give date: unknown, if the lens has been implanted and therefore unknown if the lens has been explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the trailing haptic of a tecnis monofocal intraocular lens (iol) is bending or sticking. No additional information was provided.